Event description:
It was reported that the ventilator shut off while it was connecting to the patient. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested by the user facility. Further information surrounding the event has been requested but no response has been received. No ventilator logs have been provided and no parts have been returned for investigation. Information about the current status of the ventilator has not been provided. The root cause of the reported event has not been determined. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).